Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine will go into 24v low in heat disinfection. The bmt stated that he replaced the lp728 power control board to resolve the reported issue. He also repaired the bridge rectifier and the bicarb pump, which had a burnt cable. The machine was back in service on (B)(6) 2023. There was no patient involvement, no harm or injury in this situation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine will go into 24v low in heat disinfection. The bmt stated that he replaced the lp728 power control board to resolve the reported issue. He also repaired the bridge rectifier and the bicarb pump, which had a burnt cable. The machine was back in service on 09/01/2023. There was no patient involvement, no harm or injury in this situation.